Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 250 mg/dl, while wearing the pod. At the hospital, the patient was placed on an intravenous (IV) of insulin.

Manufacturer narrative:
Investigation of the device found no damages or defects that could contribute to the pod failing to deliver insulin. The downloaded data shows no drive stalls or timeouts that could indicate a failure of the pod to deliver insulin.d4 - lot no changed from blank to l50063. D4 - serial no changed from blank to (B)(6). D4 - expiration date changed from blank to 6/30/2022. D4 - unique identifier (UDI) # changed from (B)(4).h4 - device mfg date changed from blank to 12/30/2020.